Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after setting adaptive deep brain stimulation (adbs), the patient's condition deteriorated. When device was int errogated, all of the time lines turned stimulation off. The stimulation appeared to be on at the moment of telemetry, and adbs functioned when communication was made. In the doctor's opinion, it seemed the stimulation was turned to off when communication was canc eled; the patient's condition was the same. The cause was thought to be related to recent update of the dbs clinician application. Additional information reported that there was missing data for the session a on (B)(6) 2021 at 8:49am. The view showed 2 pink event marks and 3 lfp trend data points before 8pm programming session and lfp trend data points after 10pm. For this case since the patient had been programmed with either passive or adaptive setting, they would expect there are data for lfp trend if read all events were pressed.